Event description:
It was reported that the pt's device was ruined in a hot tub and was replaced with a new neurostimulator. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).